Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, deterioration of the rubber packing of the camera head was observed. Based on investigation findings, a definitive root cause of the phenomenon could not be identified. A device history record (DHR) review of the current product was conducted, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable was very loose. There were no reports of patient harm.